Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). According to the gore® dryseal sheath instruction for use (IFU)adverse events that may occur and / or require intervention include, but are not limited to vascular trauma.

Event description:
On (B)(6) 2017, this patient was implanted with a conformable gore® tag® thoracic endoprosthesis using a gore® dryseal sheath with hydrophilic coating (dsl2428j/15605414) to treat a thoracic aortic aneurysm. During the procedure, the right common femoral artery (rcfa) was injured. The physician surgically repaired the injury. The patient tolerated the procedure. The root cause of injury was durring inserting the sheath. No further information is available.